Event description:
It was reported during knee arthroplasty that the impactor pad fractured upon femoral impaction. A second impactor was used to complete the procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : investigation incomplete

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event. Please see the associated reports: 0001822565-2024-00288. D10: concomitant medical products, part number (lot number): 42509909400 (65370614). The complaint is confirmed via product evaluation. Visual examination of the returned units identified them to have signs of repeated use with nicks, gouges, worn and were fractured. Additional testing of the fractured surfaces identified them as consistent with overload failure, as evident by the presence of hackle marks, river lines and striations features on the fracture surface. Medical records were not provided. The device history record was reviewed and identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.